Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint, the scope image was lost when the video connector was moved and the buttons on the front panel were unresponsive when pressed. Additionally, the front panel is bowed at the top and is cracked underneath and the unit is slightly dusty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that intermittent flickering and loss of image occurred due to the faulty video connector socket. Regarding the buttons not working, no cause has been established at this time. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device yielded intermittent flickering and loss of image. Once the device was restarted the issue was no more. The procedure was completed with the same device without further incident. There is no harm or adverse impact to the patient. The device has been removed from service and arranged to be sent for repair.